Event description:
It was reported that patient was admitted for shortness of breath, falls, fluid volume overload and found to have significant aortic insufficiency (ai). Pump appeared to be functioning well. Log files from (B)(6) 2023, were submitted. There were no other unusual events recorded in the log file event history.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. It was reported that the patient was admitted for shortness of breath, falls, fluid volume overload, and was found to have significant aortic insufficiency. It was noted that the pump appeared to be functioning well. The submitted system controller event log file contained events from (B)(6) 2023. The system controller periodic log file contained data from (B)(6) 2022 through (B)(6) 2023. No notable events or alarms were captured. The pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. The IFU notes that if the aortic insufficiency is not addressed, the left ventricular assist device (lvad) will not be able to provide the intended flow. No further information was provided. The manufacturer is closing the file on this event.